Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a left tibiofibular fracture with postoperative bone discontinuity and internal fixation of pseudarthrosis, orthopedic fusion and internal fixation of bone graft, had been performed on (B)(6) 2020, the patient experienced swelling on the left ankle with oozing. This adverse event was addressed by debridement procedure. Patient current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, reportedly, the coagulase-negative ¿staphylococcus lugdunensis¿ was the infectious organism and cause of the swelling and oozing; however, the source of the infection could not be further assessed though its not likely sourced from the implants but homogenously spread based on the length of time since implant. The patient impact beyond the reported debridement cannot be determined; however, the patient health status is reportedly ¿recovered¿. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system revealed that infections, both deep and superficial and tissue reactions which include macrophage and foreign body reactions adjacent to implants have been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.